Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device ECG is not working correctly. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Additional information: patient involvement updated. Patient code updated.

Event description:
It was reported that the device ECG is not working correctly. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.